Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, and pulse delivery functionality. Device manufacturer date: monitor sn (B)(4)-08/03/2015; belt sn (B)(4)-05/28/2014. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event. Multiple counting of tall t-waves contributed to the false detection. The response buttons were pressed after the treatment event. The patient was taken via ambulance to the hospital.

Manufacturer narrative:
There was no device malfunction associated with the inappropriate defibrillation events. The monitor sn (B)(4), electrode belt sn (B)(4), monitor sn (B)(4), and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, and pulse delivery functionality. Device manufacturer date: monitor sn (B)(4): 08/03/2015 reuse, electrode belt sn (B)(4): 05/28/2014 reuse, monitor sn (B)(4): 5/10/2013 reuse, electrode belt sn (B)(4): 1/1/2014 reuse.

Event description:
Additional information from the distributor indicated that the patient received two additional shocks and later passed away on (B)(6) 2017. A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2017. The patient was conscious at the time of the event and the patient's husband was present. Review of the download data indicates that the patient experienced an inappropriate treatment event consisting of 3 shocks. The first treatment was delivered at 3:43:00 on (B)(6) 2017 when the patient was in sinus tachycardia at 130 bpm with bundle branch block (bbb). Multiple counting of tall t-waves contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. The patient did not seek medical attention and the patient's equipment was replaced prior to the following two treatments. The patient's husband reports that the patient was not conscious during the second and third treatments. The patient was taken to hospital via ambulance and received the treatments while on route to the hospital. Ems reportedly removed the battery from the device after the treatments and began resuscitation attempts. The patient passed away in the ER. The second treatment was delivered at 14:06:12 on (B)(6) 2017 when the patient was in sinus rhythm at 95 bpm with bbb. The post-shock rhythm was asystole with intermittent cardiac activity. Multiple counting of tall t-waves contributed to the false detection. The third treatment was delivered at 14:06:40. The rhythm at the time of treatment was asystole with intermittent cardiac activity. The post-shock rhythm was bradycardia at 15 bpm. The response buttons were not pressed during the second or third treatments. The device was shutdown at 15:01:37 when the patient was in severe bradycardia, a non-treatable rhythm. The patient later passed away on (B)(6) 2017. There is no evidence to suggest that the lifevest caused or contributed to the patient's death. Post-shock asystole is a known and potentially adverse effect of defibrillation.